Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager storage space failed. The remote manager failed when trying to access medication. When the service engineer attempted to recover the issue, there was nothing on the screen to recover. The service engineer then manually opened the door using a key, which queued up the failure in the storage recovery screen. This allowed the customer to recover the storage space successfully. The door was then tested in the hardware test application, and the customer was able to recover the failed storage space location. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager storage space failed. The remote manager was failed when trying to access medication. There were no adverse events or injuries reported based on this event.